Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex (cx) artery. A 3.50 x 8 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced in the guide catheter. However, the stent struts was damaged by the shaft of the balloon that was in the left anterior descending (lad) artery. The stent was removed from the guide, the wires were manipulated, and a new 3.50 x 8 stent was successfully implanted and the procedure was completed. No patient complications were reported and the patient did great.